Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call, that the customer was hospitalized due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization was unknown. It was not mentioned if the customer was wearing the insulin pump at the time of hospitalization. It was also reported that the customer received excessive no delivery alarms, and air bubbles in the reservoir. Customer's blood glucose level at the time 380 mg/dl. Troubleshooting occurred. Advised reservoir would be replaced.